Manufacturer narrative:
On (B)(6) 2016 software investigation completed. Findings are that the user selected the incorrect reference exam while merging which deleted the saved registration. Software is functioning as designed. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, hospital staff, reported that, while in a cranial procedure, they were unable to move to the navigate screen after merging exams within synergy cranial 2.2.7. They successfully entered the navigate screen initially after registering the patient using point merge. They loaded additional exams to the patient study, merged the exams, and attempted to re-enter the navigate screen without success. The site representative did not note an error message when merging the exams. In trouble-shooting, the site representative tried selecting each exam within the patient study and move to the navigate screen, however, without resolution. The site representative confirmed that point merge was selected on the registration screen. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was greater than one hour before continuing. There was no impact on patient outcome.